Manufacturer narrative:
The customer reported that the device froze (traces stopped moving) and was showing an alarm message on one of the bedside monitors (bsm), however there was no audible alarm. The device also lost mouse control and touchscreen functionality. After a hard reboot, full disclosure was missing approximately two hours of data. However, a system reboot corrected a lot of the previous issues. Nihon kohden continues to investigate the reported event. The biomed was advised to re-monitor all of the beds to re-initiate them. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the device froze (traces stopped moving) and was showing an alarm message on one of the bedside monitors (bsm), however there was no audible alarm. The device also lost mouse control and touchscreen functionality. After a hard reboot, full disclosure was missing approximately two hours of data.